Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) lead was found to have exhibited failure to capture and high pacing impedance measurement was also noted. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.